Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, elevated metal ion levels and metallosis. Subsequently, the patient was revised on (B)(6) 2011. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicates that the left total hip arthroplasty was performed on (B)(6) 2007. Additional information further indicates that the hip revision procedure was performed on (B)(6) 2014 due to pain, dysfunction and elevated metal ion levels. The revision operative report noted dark grayish pseudocapsule and blackening of the trunnion. Further information provided in patient medical records indicate that a right hip total hip arthroplasty with poly interface was performed on (B)(6) 2011. Review of invoice records confirmed this right total hip arthroplasty and date. No revision of the right hip was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00312/00314).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, elevated metal ion levels and metallosis. Subsequently, the patient was revised on (B)(6) 2011. All components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.